Event description:
In 2006, the lay pt contacted lifescan (lfs) alleging that his one touch profile meter displayed the not ok message. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said he was unable to obtain a reading on the reporter meter the night of two days earlier at 6pm. He felt "low" weak in the knees after the issue began. He said he ate and felt better. The pt received no medical intervention. The cca confirmed that the not ok message appeared during testing. The not ok issue was not resolved with cleaning the meter and retesting. The meter was replaced. The complaint is reported because the pt alleges he was unable to obtain a reading on the lfs product and afterward felt "low" symptoms and felt better after eating.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.